Event description:
On (B)(6) 2013, the patient contacted animas stating she was hospitalized from (B)(6) 2013. The patient reportedly experienced a blood glucose (bg) value over 500mg/dl, was in diabetic ketoacidosis (dka), was panting, sweating and felt weak. It was noted that the patient did not test for ketones. The patient reportedly remained on the pump during hospitalization and received intravenous insulin and fluids for treatment. The patient denied a pump malfunction and is not implicating the pump. Customer support (cs) reviewed the pump with the patient and found that there was a large gap where boluses were not programmed; the total daily dose (tdd) indicated no boluses given via the pump on (B)(6) 2013. The boluses that were reportedly given were found to be correct and accurately recorded in pump bolus history. The patient stated that she gave syringe injections during meals. It was noted that cs advised the patient to use the ez carbohydrate menu feature for better assistance for the carbohydrate intake amount. The patient reportedly was released from the hospital on (B)(6) 2013. It was noted that the patient continued with insulin pump therapy and the patient¿s current bg was reported to be 193mg/dl. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was using manuel injections during meals and may have not have been bolusing correctly based on the carbohydrate intake amount.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. Testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2013. The pump was used after the original complaint date (B)(6) 2013 and all histories and black box data for event have been overwritten. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. No alarms associated to the complaint noted in the available pump history; only typical usage was observed. A 10 u normal bolus and a 10 u audio bolus were performed successfully and both were accurately recorded in the pump history. Pump successfully passed a (B)(4) flow accuracy test. No alarms or errors occured during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.